Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the issue occurred due to a faulty plug unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, the evis lucera elite bronchovideoscope had a black screen. The issue was found during reprocessing before a bronchial examination and it was completed with a similar device. There was no procedure involved. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following fields were updated: h6 and h10. The e1 "telephone number" and d10 fields were corrected based on the information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely the scope connector failed during user handling. However, a definitive root cause could not be determined, as the event was not reproduced. The event can be detected by handling the device in accordance with the following section of the instructions for use (IFU): "inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.